Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported there was an irritation under the front hooks of the garment. There are no allegations of any bleeding, oozing, or weeping wounds. The patient reported the clasps were rubbing against the skin. The patient's doctor advised the patient can remove the device and apply unscented lotion on the area. The patient also placed a band-aid and powder on the area. Follow up indicated the irritation improved. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.